Event description:
It was reported that, just prior to experiencing withdrawal symptoms, the patient felt like he was ¿being overdosed¿. The physician requested that the volume of drug remaining in the pump be confirmed with the expected volume on the printout. Eleven days later, it was reported that the patient had described the overdose type symptoms as ¿feeling high¿. When he had gotten up from his chair, the room was spinning and he walked into walls several times before getting to the bathroom. The patient had tried to pick up a cup for a drink, but it slid right through his hands. It was stated that the patient then called his wife and she took him to the hospital. The cause of the overdose symptoms was reportedly unknown. It was noted that the patient was diabetic, but his glucose level at admission was 253. He had also been on oral steroids as he had hurt his back three weeks prior, but had finished the steroids two days prior to event. The hospital said that the patient did not have a stroke. It was indicated that the patient had not had the symptoms again. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709sc, lot# n193467021, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported patient thought they were overdosed because they tried to get up and go to the bathroom and kept falling against the walls and the room was spinning. It was reported that the event/symptoms occurred on 2013-(B)(6). The pump system was delivering morphine.